Event description:
On (B)(6) 2017, the reporter contacted lifescan (B)(4), alleging that the subject meter read inaccurately high compared to a laboratory device. The reporter claimed obtaining blood glucose readings with a ¿difference of 15%¿ between the subject meter and the laboratory device. No exact lab value was provided however it is known the subject meter provided a reading of "12.7 mmol/l". The tests were performed within 10 minutes of each other. This complaint is being reported because the results may not have met lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.